Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Edwards received information that a permanent pacemaker was implanted due to heart block, five (5) days post-implantation of this 25mm bioprosthetic aortic heart valve. No additional details provided.

Manufacturer narrative:
Additional manufacturer narrative the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards received additional information regarding this event. Per obtained information, the patient also underwent coronary artery bypass grafting x 2 and maze procedure during the aortic valve implant procedure. The indication for the aortic valve replacement procedure was due to severe aortic valve stenosis. Patient was noted to have paroxysmal atrial fibrillation before the procedure. There were no complications during aortic valve replacement procedure and patient tolerated the procedure well. Tee found excellent function of the aortic valve with trace perivalvular leak and preserved left ventricular function. Postoperatively, the patient was noted to be in third-degree heart block and was maintained on temporary pacing. All aortic valve nodal blockade medicines were held and the patient was monitored for several days. The patient underwent permanent pacemaker implantation and was discharged for continued rehabilitation care on post operative day six.